Event description:
The international customer reported the ventilator went vent inop. The customer reported there was no patient harm. Review of the device diagnostic log confirmed the vent inop occurrence. The manufacturers service technician will replace the cpu pcb board to address the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.